Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to lead fracture confirmed via fluoroscopy. This rv lead was replaced with the same model, not implanted and will be returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to lead fracture confirmed via fluoroscopy. This rv lead was replaced with the same model, not implanted and will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the lead, however, the lead was not received. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "unable to exclude device problem". This report is being submitted to correct the initial reporter email field (e1) in section e, initial reporter.